Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 2 days after injection to the middle face with unspecified juvéderm® voluma¿ as well as concomitant injection to the tear trough with juvéderm® volbella¿ with lidocaine patient developed "strong swelling and redness on one side." Patient was treated with antibiotics and prednisolone. Symptoms are ongoing. Additional information: patient was injected to the cheek, lips, and chin with juvéderm® voluma¿ with lidocaine (lot# vb20a50323 and lot# vb20a50139). Two days later patient developed abscess on the perioral left side and left side above the arch of the zygomatic bone as well as left cheek redness, swelling, and discharge of pus. Patient was prescribed ciprofloxacin, prednisolone tablets, and ibuprofen. The abscess was punctured and the pus was drained and in it were hyaluron threads. Symptoms have resolved. Corrected information: patient was not injected with juvéderm® volbella¿ with lidocaine concomitantly. This injection was performed approximately one month prior to the injections of juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and redness as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported 2 days after injection to the middle face with unspecified juvederm voluma as well as concomitant injection to the tear trough with juvederm volbella with lidocaine patient developed "strong swelling and redness on one side." Patient was treated with antibiotics and prednisolone. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 05/10/2016. Allergan has initiated an investigation into this late report. See CAPA (B)(4). Corrected data: concomitant medical products. Additional information: age at time of event, date of event, describe event or problem, relevant tests/lab data, other relevant history, brand name, model and lot #, implant date, device manufacture date, evaluation codes. The events of abscess and discharge of pus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of abscess and discharge of pus as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Additional information: patient was injected to the cheek, lips, and chin with juvederm voluma with lidocaine (lot# vb20a50323 and lot# vb20a50139). Two days later patient developed abscess on the perioral left side and left side above the arch of the zygomatic bone as well as left cheek redness, swelling, and discharge of pus. Patient was prescribed ciprofloxacin, prednisolone tablets, and ibuprofen. The abscess was punctured and the pus was drained and in it were hyaluron threads. Symptoms have resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00339 ((B)(4)).this is the first MDR submitted for the first suspected product, juvederm voluma with lidocaine (lot# vb20a50323). Corrected information: patient was not injected with juvederm volbella with lidocaine concomitantly. This injection was performed approximately one month prior to the injections of juvederm voluma with lidocaine.